Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.2 in the auxiliary cabinet failed. A field service engineer (fse) confirmed that the customer recovered the drawer. Further the fse ran hardware test application (hta) test, then the row b started failing and reseated row board connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed, and the devices were not detected on the bus. The customer attempted to recover the storage space; however, after the drawer was opened, it did not allow recovery and would not lock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.